Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient had back surgery on 2014 (B)(6) and had catheter revised at that time also. It was reported that it was unknown where to location of the issue. Surgery was done by a surgeon who was not patient¿s pain management physician. It was unknown if any troubleshooting was done. When asked if patient was receiving effective therapy, it was reported ¿no.¿ it was noted that patient was on oral oxycodone, tomapax, valium, and zanaflex. It was noted patient had chronic back and leg pain, has had several back surgeries.

Event description:
It was reported there was a catheter problem/complications and the catheter may not have been placed in the correct position initially. It was noted the healthcare provider (hcp) revised the location at the time of report. It was reported that a 32 cm piece of catheter was implanted and repositioned at the time of report. It was noted that the hcp decided to lower the dose since the catheter placement ¿has not been ideal¿. It was noted that the patient¿s pump was being used to infuse dilaudid. Additional information has been requested, but it was not available as of the date of this report.